Event description:
The ellman surgitron was being used on a (B)(6) female patient undergoing a laparoscopic myomectomy when the bipolar adaptor cable ignited in flames. When the generator was turned off, the flames from the bipolar adaptor cable self-extinguished.

Manufacturer narrative:
The bipolar adaptor cable and generator involved in the incident were inspected. The generator was functioning normally. It was noted upon inspection that the outer insulation on the bipolar adaptor cable was damaged (cut). It is surmised that the cut bipolar adaptor cable caused the issue. The bipolar adaptor cable is reusable and should be inspected for damage prior to each use as indicated in the user manual. The bipolar adaptor cable damage indicates inspection was not performed.